Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator experienced an led (light emitting diode) failure alarm. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and an international philips field service engineer (fse). The fse confirmed the reported issue. The philips international field service engineer (fse) replaced the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Reporting institution phone number - (B)(6).reporter phone number - (B)(6).

Event description:
The customer reported a ventilator experienced an led (light emitting diode) failure alarm. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and an international philips field service engineer (fse). The fse confirmed the reported issue. The philips international field service engineer (fse) replaced the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.